Event description:
It was reported that during set up prior to an implant procedure the programmer was unable to interrogate devices. The radio frequency (rf) wand was exchanged for a new one but the situation did not resolve. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Loose rf (radio frequency) head connector found on a printed circuit board. Keyboard hinges are broken. Keyboard screw is missing.